Manufacturer narrative:
Correction made to d3 device manufacturer name, device manufacturer city, and device manufacturer state: baxter healthcare corporation, deerfield, il (previously baxter healthcare - mountain home, mountain home, ar). Correction made to d4: expiration date: 08/30/2024 (previously ni). Correction made to d4: unique identifier (UDI) #: (B)(4) (previously ni). Additional information was added to h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that the connection between the final line of the homechoice cassette and the final bag leaked that led to this alarm. The patient had secured the connection between the final line of the cassette and the final bag; however, the leak from the connection was observed. Renal therapy services (rts) assisted the patient in clearing the alarm and advised to contact their nurse for assistance in completing therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.